Manufacturer narrative:
Manufacturer's investigation conclusion: this event was determined to be duplicate to another event and the investigation findings will be reported under MFR number 2916596-2023-08050. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight not provided.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a case of right ventricular infarction caused by giant aortic proximal thrombosis (art) in the early postoperative period after heartmate 3 left ventricular assist device (lvad) implantation. The postoperative course was good, and the patient was extubated the day after surgery. Heparin therapy (5000 u/day) was started 36 hours after surgery. Oral administration of warfarin and bayaspirin was started from postoperative day (pod) 3, and the heparin flow rate was gradually increased with the goal of an activated partial thromboplastin time (aptt) ratio of 1.5 to 2.0 until prothrombin time and international normalized ratio (pt-inr) was prolonged. Pod6, aptt ratio: 1.8, aptt second: 52.1 sec, pt-inr: 1.05, which reached the treatment range. Blood drainage increased rapidly, and low flow alarms occurred frequently from pod7 and left thoracic drainage tube. Heparin was interrupted, red blood cell (rbc) and fresh frozen plasma (ffp) were administered, and hemorrhage decreased, considering insufficient circulating plasma volume due to hemorrhage. Heparin was not resumed thereafter, so anticoagulation with warfarin was prioritized. Pod8 they were discharged from the intensive care unit (ICU). On pod12, frequent low flow alarms were found on the ward, and temporary loss of consciousness was observed, so the patient was re-admitted to the ICU. Coagulation blood sampling showed an aptt ratio of 1.3, aptt second of 36.9 seconds, and pt-inr of 1.91 in the treatment range. The lvad flow was maintained with high-volume fluids including blood transfusion and high-volume catecholamines. Contrast-enhanced computed topography (CT) was performed to investigate the cause of podl3 and lvad flow decrease. A giant thrombus was found at the base of the aorta, and complete occlusion of the right coronary artery origin by thrombus was found. Right ventricular infarction due to increased creatine kinase (ck) was suspected. The peripheral portion of the right coronary artery showed contrast enhancement via collateral flow from the left coronary artery, so we decided to intensify anticoagulation (target aptt ratio 2-2.5) instead of surgical thrombectomy. On podl5, ck and creatine kinase-myocardial band (ck-mb) spontaneously showed a peak out, and dose of volume loading and catecholamine could be gradually reduced. Therefore, conservative treatment was continued. On podl8, contrast-enhanced CT showed thrombus shrinkage and resumption of anterograde blood flow to the right coronary artery. Conservative treatment was ongoing. The patient experienced a giant thrombus within a few days of heparin discontinuation. The hematology department was consulted.